Event description:
It was reported the customer had a no delivery alarm. It was found the customer's no delivery alarms was resolved by the customer's mother also reported the customer experiencing low blood glucose. Customer's mother stated their blood glucose would decline to 27 mg/dl to 30 mg/dl. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.